Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was popped. Hemostasis was achieved by using another mynxgrip device. No patient injury was reported. The deployer¿s is mynx certified. The product was stored and handled according to the instructions for use (IFU). The mynx vcd was prepped according to IFU. There was nothing unusual noted about the device prior to opening the package. The balloon loss of pressure occurred during patient use. There was no resistance while inserting the device. There was no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. The procedure was completed successfully without patient injury with a new device. Additional procedural details were requested but were unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with stopcock open, and blood was observed inside of the inflation tube as received which likely showed that there was a leak in the balloon of the returned device. The sealant was deployed on the catheter shaft, approximately 5 mm from the shuttle distal tip. The advancer tube remained inside the shuttle cartridge. The introducer sheath was on the catheter, covering the balloon and catheter distal end. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon proximal neck. A device history record (DHR) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review, access site vessel characteristics (although not provided) may have contributed to the reported event since a calcified vessel and/or a stented vessel may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821201 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has not been returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was popped. Hemostasis was achieved by using another mynxgrip device. No patient injury was reported. The deployer¿s is mynx certified. The product was stored and handled according to the instructions for use (IFU). The mynx vcd was prepped according to IFU. There was nothing unusual noted about the device prior to opening the package. The balloon loss of pressure occurred during patient use. There was no resistance while inserting the device. There was no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. The procedure was completed successfully without patient injury with a new device. Additional procedural details were requested but were unknown.